Manufacturer narrative:
A ge service representative performed an over the phone investigation. A part was ordered and technical support was provided to the customer to check the cable and reboot the system. The customer reported that the system was working as intended and put back into service.

Event description:
The customer reported that intermittently the system would not complete the boot up process. No pt injury was reported.